Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208700, model: sc-2208-70, serial: (B)(6), batch: a37469/a34936.

Event description:
It was reported that the patient was not working as intended. It was also noted that the leads had migrated. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices will not be returned, as they were kept by the medical facility.